Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 40% battery life to 10%, within seconds. The customer charged the pump for 30 minutes and the battery was at 45%. Reportedly, the customer stated that several hours after charging the pump the battery increased to 100% without being plugged in to charge. There was no reported impact to the customer's blood glucose level.